Event description:
It was reported that an occlusion alarm occurred. There was no reported impact to the customer¿s blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, and the issue was forwarded to another support team for further assistance. Reportedly, customer resumes insulin to address the issue.